Event description:
The customer reported that while the iabp was in use on a pt, an "autofill error" message was displayed and the pumping stopped. The customer pushed the start key and restarted autofill then, the "fault code # 2" (set model type fault) and a "fault code # 3" (vrtx error return faults) alarms were displayed along with "autofill error". The iabp was turned off and turned back on; the error code # 2 and # 3 persisted. Since the pt was stable, the iab was removed. No pt injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the event of fault code # 2 and # 3 alarms; however, the alarms were verified in the fault log. The company representative replaced the pressure transducer (part number # 0682-00-0076-01). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The pressure transducer used from the iabp was sent to (B)(4) repair center for eval. The sustaining engineering stated that the transducer s/n 10 h9499 33 had low pin to housing resistance (approximately 12 mohms). This transducer resides within drive manifold. Due to increase in the number of transducer (part number 0682-00-0076) failures, CAPA was initiated. It was concluded earlier that the cure time of the epoxy was not sufficient; as a result, the residual epoxy was contacting the pcb and causing impedance on the pcb. This may possibly result into reading drift and transducer malfunction. An improved impedance test was implemented by the transducer MFR. Later, the MFR updated the epoxy curing process to improve the implementation to properly cure the epoxy and prevent the epoxy from bleeding onto the pcb. In addition, an impedance test was added at maquet mfg facility to more effectively screen out the impedance failures. Health hazard eval determined the risk associated with this failure mode is non/negligible. The effectiveness of the change in the process was reviewed. There were no replacements made due to transducer failures to any pump with MFR codes later than 02/2011. (B)(4).